Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave autofill failure and low vacuum errors. The unit was swapped out with another to continue therapy. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Telephone number: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: e2, g2. Additional information: e1(event site telephone: (B)(6)), e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave autofill failure and low vacuum errors. The unit was swapped out with another to continue therapy. Patient is involved. No patient harm was reported. A getinge field service engineer (fse) evaluated the unit and verified that issue was occuring due to pneumatic interface module and safety disk and provided spare parts replacement quotation to customer. There was no technical information available and no service order is available. H3 other text : fse did not visit the site.

Event description:
N/a.